Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected three times. Blood glucose level is unknown. The customer was provided the steps to clear the alarm and was advised to call back if alarm persists. The customer called back later to report the alarm recurred after resetting the insulin pump. It was advised that to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.